Manufacturer narrative:
The complaint device used in treatment has not been completely returned. A visual evaluation of the returned part was conducted, and it was concluded that the device returned fractured into several pieces with significant material not returned, the edges scraped and gouged and the surfaces damaged. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed only 1 additional similar complaint reported for the same batch, and 8 additional similar complaints for the same product number over the past 12 months with similar a failure mode. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might bend or break off. These failure modes may further be exacerbated by excessive use of the device over time. The performance of the device is still within the risks level that are anticipated in the risk management documentation. The current design will be further monitored through post-market surveillance processes. No further actions are necessary at this time point. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the event can be attributed to a known inherent risk of the device. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint. However, smith & nephew will continue to monitor for future complaints and investigate as necessary. This complaint investigation is considered closed. The returned device will be discarded.

Manufacturer narrative:
Internal reference number: case-(B)(4). G4 has been corrected.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, during a tha, one (1) trial femoral head 36 xs/-3 got stuck in the acetabular portion. The surgeon tried to use a hook to dislocate the hip and remove the trial without success, so an osteotome was used. The osteotome slide and broke the trial head inside the wound. All pieces were removed with clamp and the wound was washed with pulsejet the procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.